Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported the recharge time was normal based on recharge time from empty to full. The hcp met with the patient, and they were unable to reproduce the pain with stimulation on or off; it was mostly with the change in current as even changing stimulation by more than 0.3-0.5 there was pain with the change in current (it was unknown where the pain was). Another problem was they were forgetting to charge their batteries and they were going dead a couple times a month. The patient complained it took 4-4.5 hours to charge each side. The hcp told them to charge an hour every day, but the patient said it was hard to sit still that long. The hcp was curious if impedance issues could ¿spill over¿ to other contacts.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep reports that for the past 6 months, whenever patient is being interrogated on the right-side implantable neurostimulator (ins), patient feels severe pain like being electrocuted for 3 minutes. Rep does not know if patient had a fall or trauma; awaiting provider to respond. Provider has performed impedance testing at 0.7 and 3v, with contact 0 being out of range (5255 ohms). Agent suggested palpating the ins pocket site with stimulation on and off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the painful sensation and high impedance didn¿t resolve.